Event description:
Right knee pain/was too score [arthralgia]. Right knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via company representative regarding a (B)(6). The patient's medical history was significant for previous medical device implantation with synvisc, synvisc one, and supartz. On (B)(6) 2012, the patient initiated treatment synvisc one (hylan g-f 20) injection, 6 ml, frequency not provided, in both knees. On an unspecified date in (B)(6) 2012, the patient experienced right knee swelling and right knee pain. The patient was instructed by her physician to come on 21st, but the patient could not make it, as her knee was too sore. It was reported that the patient went to emergency room on sunday and received treatment with medrol (methyprednisolone) pack. The action taken with synvisc one was not provided. The outcome for the events of right knee pain/ was too sore and right knee swelling was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc one and both the events. The physician also reported that the right knee did not require aspiration.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the production and quality control documentation for lot# q12261, with expiration date (03/2015) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.